Manufacturer narrative:
(B)(4). The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the sleeve from the first mesh leg assembly detached "after tensioning" and "would not pull through the ligament." Reportedly, only one side of the leader loop had been cut prior to the sleeve detachment, which occured "before [the] tack weld." No device components were reported to have fallen inside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure.